Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the guidewire was inadvertently advanced into the small branch of the left circumflex artery (lcx), resulting in the wire becoming entrapped. Additionally, it was stated that after attempted removal, the coils were observed to be unraveled (core break). It is likely that manipulation of the wire, when resistance was encountered, contributed to the unraveled coils (core break). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a stenosed lesion in the proximal left circumflex (lcx) artery. The bmw hydro guide wire was advanced to the target lesion followed by balloon dilatation to prep the lesion. An attempt was made to recross the guide wire however the distal tip was trapped in a small branch of the lcx. An second attempt was made to pull the guide wire however it did not move at all and it was noted the coils were unraveled. A balloon catheter was advanced and inflated at the tip of the guiding catheter to entrap the guide wire between the balloon and inner wall of the guiding catheter. The guide wire was pulled gently and was able to be removed from the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.